Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing elevated blood glucose levels in the 400's and 500's mg/dl. Patient stated he felt weak with the elevated readings. Patient's target range is 150-200 mg/dl. Patient reported he gave a bolus and did not require any outside assistance. Patient stated his readings did not come down so he gave an injection and his readings are down to 300 mg/dl. Patient reported he believes a delivery issue caused the elevated blood glucose levels. Patient stated he had no leaks. No adverse event reported. Product was replaced and requested return of the infusion device, infusion set, and cartridge for evaluation.